Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that she went to turn on the implant and the power on reset message appeared and therapy had stopped due to the power on reset. The patient stated that she had used the external equipment two days prior to seeing the power on reset and the implant battery was fully charged. Troubleshooting reviewed how to clear the informational power on reset and the patient was able to clear it and turn therapy back on. It was confirmed that the therapy was adequate and the issue was resolved. The indications for use were radiculopathy and spinal pain.